Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 30 stent successfully implanted in the proximal right internal carotid artery (rica) during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The email received for the sapphire study indicated that, nine months post index procedure the patient experienced a neurological event diagnosed as a stroke (ischemic), the onset was sudden the duration of the neurological deficit was unknown and the recovery was unknown. The patient was said to have had a carotid duplex ultrasound demonstrating a widely patent stent. The ae was reported to be embolic in nature secondary to the patient's ischemic cardiomyopathy. The patient was placed on coumadin therapy. No additional information was available. Addendum: additional information received/adjudication minutes review. The adjudication minutes received agree with the previous diagnosis of an ipsilateral cerebrovascular accident occurring approximately 8 1/2 months after stent implantation and that the event was not device related. The etiology behind the cva was noted to be cardioembolic. This information does not change the previous determination. The current code of ischemic stroke will remain as a non-complaint. Additional information notes that the patient experienced another cva approximately 2 weeks later, also embolic in origin. However, no originating site was provided.

Manufacturer narrative:
Complaint conclusion: the adjudication minutes received notes that the patient experienced a cva approximately nine months after the index procedure, embolic in origin. However, no originating site was provided. Therefore this event will be added to the file as a reportable event. This (B)(6) study patient underwent carotid stent implantation and suffered a stroke approximately nine months post procedure. This is an 8(B)(6) male with medical history including hyperlipidemia, cardiac arrhythmia, abnormal stress test, congestive heart failure, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, and hypertension. The target lesion was right proximal internal carotid artery described as mildly calcified, moderately tortuous and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without difficulties. The lesion was pre-dilated. One precise stent was implanted without report of difficulties. The patient was maintained on an asa and plavix medication regimen post-procedure and after discharge. Approximately nine months post procedure, the patient suffered a stroke. The patient was hospitalized after a syncope episode. The following morning when the nurse tried to wake the patient up in the morning, he was found to have left arm paralysis, slurred speech and his mental status was altered. When the patient was evaluated by a physician he was able to answer questions appropriately but his left arm was completely paralyzed. A CT of the brain without contrast reported areas of hypodensity involving the right temporal and parietal lobes consistent with evolving mca distribution infarcts compared to a previous study. The discharge summary noted that the patient had an acute cva likely secondary to embolic phenomenon. However the possible embolic origination was not provided. The product was not returned for analysis. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13168403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Complaint conclusion: the adjudication minutes received (B)(4) 2012 notes that the patient experienced a cva approximately nine months after the index procedure, embolic in origin. However, no originating site was provided. Therefore this event will be added to the file as a reportable event. This (B)(4) study patient underwent carotid stent implantation and suffered a stroke approximately nine months post procedure. This is an (B)(6) male with medical history including hyperlipidemia, cardiac arrhythmia, abnormal stress test, congestive heart failure, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, and hypertension. The target lesion was right proximal internal carotid artery described as mildly calcified, moderately tortuous and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without difficulties. The lesion was pre-dilated. One precise stent was implanted without report of difficulties. The patient was maintained on an asa and plavix medication regimen post-procedure and after discharge. Approximately nine months post procedure, the patient suffered a stroke. The patient was hospitalized after a syncope episode. The following morning when the nurse tried to wake the patient up in the morning, he was found to have left arm paralysis, slurred speech and his mental status was altered. When the patient was evaluated by a physician he was able to answer questions appropriately but his left arm was completely paralyzed. A CT of the brain without contrast reported areas of hypodensity involving the right temporal and parietal lobes consistent with evolving mca distribution infarcts compared to a previous study. The discharge summary noted that the patient had an acute cva likely secondary to embolic phenomenon. However the possible embolic origination was not provided. The product was not returned for analysis. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13168403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this is the initial/final report for this device.